Event description:
It was reported that the insulin pump had alarmed with motor errors eight times during priming in the year leading up to this report. The insulin pump was not bumped or dropped or exposed to a strong magnetic field. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.